Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (date and duration not reported) for the infection. This report is submitted on october 26, 2021.

Manufacturer narrative:
This report is submitted on september 30, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to an unspecified infection. The patient has not been reimplanted with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.